Manufacturer narrative:
B3: the actual event date is unknown. Therefore, 01-jun-2025 is used as the event date. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two angiogram jpeg images provided for evaluation. There are also some partial reconstruction and axial images that confirmation of anatomic location without dicom imaging is not possible. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ jpeg image #1 shows: o image appears to show a gore® tag® conformable thoracic stent graft with active control system is implanted most proximally in the thoracic aortic arch. O there appears to be a non-gore device overlapping a small portion of the distal gore stent graft. Cannot confirm original device overlap with available imaging. ¿ jpeg #2 shows: o wire patterns appear to show there is an additional device present bridging the two previously implanted devices together. O visible portions of the devices appear to be patent. O cannot identify any contrast, outside the visible portions of the implanted devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a type b aortic dissection with lower limb ischemia using a gore® tag® conformable thoracic stent graft with active control system and non-gore stent grafts. On (B)(6) 2025, a CT didn¿t reveal an endoleak. On an unknown date in (B)(6) 2025, a simple CT revealed that the gore® tag® conformable thoracic stent graft with active control system and the non-gore stent graft had become disconnected. On (B)(6) 2025, a reintervention was performed. A gore® tag® conformable thoracic stent graft with active control system was implanted to bridge the gap between the initially implanted gore® tag® conformable thoracic stent graft with active control system and the non-gore stent graft. The patient tolerated the procedure. The patient tolerated the procedure. The physician suggested that two devices might have been disconnected due to a vascular remodeling.